Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, curved openings, and a broken plug strap. The leak test and microscopic analysis were performed which identified a sharp curved opening on posterior, curved striated openings on the anterior and posterior, and a broken plug strap with a sharp edge. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening assessed as unidentified tear opening, and a broken plug strap with a sharp edge assessed as an unidentified tear opening, and striated openings assessed as surgical damage.

Event description:
Healthcare professional reported a left side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested and is ongoing. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.